Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. Initially, it was reported that there was resistance when trying to advance the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged and the procedure was continued. They stated that they tested the original dilator with the replacement sheath and the issue was not present. There is a visible piece of white plastic inside of the original sheath. Clarification was requested on the event and additional information was received on (B)(6)2022. There was no noticeable physical damage on the sheath. They did not try to irrigate the sheath. The sheath was partially blocked. The dilator was not able to be moved through the sheath. The event was assessed as not MDR reportable for an obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Additional information was received on (B)(6)2022. There¿s a clear section of black at the very end of the sheath that had a white piece of plastic obstructing it. This occurred before the patient was on the table. The additional information on the issue received on (B)(6)2022 was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for the reportable issue is(B)(6)2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)2022. The device evaluation was completed on (B)(6)2022. The product was returned to biosense webster for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator was inserted in order to verify if there was resistance. However, no resistance or obstruction was felt. Resistance reported could be related to hemostatic valve dislodgement. Additionally, the dilator's outer diameter was measured, and dimensions were found within specifications. An additional inspection was performed in order to verify if there was another obstruction in the sheath. However, no obstruction was observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer's reference number: pc-(B)(4).